Event description:
It was reported that approximately eleven months after the implant procedure of the inflatable penile prosthesis (ipp), the patient developed an infection of his ipp. The physician does not believe that the ipp is the cause of the infection. The patient underwent surgery, all components were removed, washed out and malleable prosthesis was implanted. There were no further complications.